Event description:
It was reported that this pacemaker exhibited oversensing and pacing inhibition for over two seconds on the right ventricular (rv). The device also present noise signals. The device remains in service. No adverse patient effects were reported.